Event description:
The dealer states that the unit was flipped over on the truck, and when the dealer delivered it, it was flipped right side up. The unit will not start or power on, out of the box failure.